Event description:
It was reported that the physician noted a high voltage circuit impedance alarm was activated due to measurements that were out of range yet those values did not show on the trend. At the f/u, the lead impedance measurement was not shown in red and there was only the warning on the fastpath. The negative hysteresis had been set on at implant and its value was -10 and the af suppression had been set off. It seemed to be the false hvli measurements, then the physician decided to set the negative hysteresis off. The in-clinic p/r wave amplitude measurement was performed. All the measurements were in the normal range and the hvli out-of-range notification was enabled again.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.